Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed an open hole at the sheath near the lap joint section of the device and fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. Impedance testing shows good unit wave form. The image characterization testing, was not performed due to device returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on the device analysis completed on 22-dec-2014. It was reported that a lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used however lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.